Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned. However, performance data was collected from the device and analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrhythmia therapy. It was noted the device detected supra ventricular tachycardia (svt) as ventricular tachycardia (vt), providing therapy which accelerated rhythm. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy after the device inappropriately detected ventricular tachycardia (vt) that was true supra ventricular tachycardia (svt). It was noted the wavelet was inconsistent and therefore did not detect the svt. Anti-tachycardia pacing (atp) was then delivered, accelerating the rhythm into vt, which was treated with a shock that led to a converted atrial tachycardia into atrial fibrillation. The device was reprogrammed and remain in use, and pharmacological intervention is planned for the patient. No further patient complications have been reported as a result of this event.